Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization at the internal carotid artery for subarachnoid hemorrhage (sah), a guidewire (synchro) and an intermediate catheter (4.2f fubuki) were delivered to the lesion. The procedure started with a balloon catheter (4.0*x1 scepter xc) technique. Two 1.5x4 galaxy g3 mini coils were implanted at the lesion. A 1.5mmx3cm galaxy mini coil (glm915030, 30481277) was being used as the third coil but there was an intensive resistance felt inside the hub of a phenom microcatheter (mc)). It was unable to be used. After that, it was replaced with another 1.5mm x 4cm galaxy g3 mini coil, two other galaxy g3 mini coils and a 1.5x3 galaxy g3 mini coil (30504538) were implanted. A 1.5mm x 3cm galaxy g3 mini coil (glm915030, 30490127) was used but there was an intensive resistance felt inside the hub of the microcatheter. After that, a 1.5x4 galaxy g3 mini coil was implanted and the procedure was completed. There was no patient injury reported. A continuous flush was done. Concomitant device is a guiding catheter (8fr optimo). All the coils were used successfully with the same mc. There was no need to remove the microcatheter. No excessive force was applied to the devices. Visual analysis was performed on the photos provided, the embolic coil could be noted outside of the introducer and entangled with the dpu, a stretch and multiple kinked conditions could be noted on it. The resistance heater could be noted intact, the coil remains attached. No other damages could be noted. A non-sterile galaxy g3 mini 1.5mm x 3cm was received inside of a pouch. Revealed that the embolic coil was noted outside the introducer and was noted to be entangled to the unit, the core wire was bent near the marker band. The device was inspected under a microscope and the embolic coil was observed to be stretched and kinked and still attached to the resistance heater. The functional test could not be performed due to the damages observed in the core wire and the embolic coil. A manufacturing record evaluation (mre) was performed for the finished device 30481277 number, and no non-conformances related to the reported complaint condition were identified. The device was returned to cerenovus for further evaluation. The damages noted on the physical device are consistent with the damages seen on the photos: upon arrival, visual inspection was performed, and the embolic coil was noted outside the introducer and was noted to be entangled with the unit (dpu), the core wire was bent near the marker band. Under microscopic magnification, the embolic coil was observed to be stretched and kinked; it was still attached to the resistance heater. The functional test could not be performed due to the damages observed in the core wire and the embolic coil. Although the failure could not be replicated due to the conditions encountered in the device, damages described above could be the result of the maneuvering caused by the resistance felt during the advancement and retraction of the coil. However, the exact time when these damages occurred cannot be determined. The customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following recommendation: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. If unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in (2-3 cm). If unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub as described in ¿microcoil placement¿ section above. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the visual findings of the device investigation. The embolic coil of the galaxy g3 mini 1.5mm x 3cm was found kinked. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Based on the visual analysis of the photos provided, the embolic coil of the galaxy g3 mini 1.5mm x 3cm could be noted outside from the introducer and was entangled with the dpu, a stretched and multiple kinked conditions could be noted on it. The rh could be noted not heated; the coil remains attached. No other damages could be noted. A manufacturing record evaluation was performed for the finished device 30481277 number, and no non-conformances related to the reported complaint condition were identified. The reported condition "detachable coil delivery system (dcs)- resistance/friction-during advancement with no loss of cerebral target position" could not be evaluated based on the pictures, however, the multiple damages noted on the embolic coil may be contributed to this failure. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00180.

Event description:
As reported by the field, during a coil embolization at the internal carotid artery for subarachnoid hemorrhage (sah), a guidewire (synchro) and an intermediate catheter (4.2f fubuki) were delivered to the lesion. The procedure started with a balloon catheter (4.0*x1 scepter xc) technique. Two 1.5x4 galaxy g3 mini coils were implanted at the lesion. A 1.5mmx3cm galaxy mini coil (glm915030, 30481277) was being used as the third coil but there was an intensive resistance felt inside the hub of a phenom microcatheter (mc)). It was unable to be used. After that, it was replaced with another 1.5mm x 4cm galaxy g3 mini coil, two other galaxy g3 mini coils and a 1.5x3 galaxy g3 mini coil (30504538) were implanted. A 1.5mm x 3cm galaxy g3 mini coil (glm915030, 30490127) was used but there was an intensive resistance felt inside the hub of the microcatheter. After that, a 1.5x4 galaxy g3 mini coil was implanted and the procedure was completed. There was no patient injury reported. A continuous flush was done. Concomitant device is a guiding catheter (8fr optimo). All the coils were used successfully with the same mc. There was no need to remove the microcatheter. No excessive force was applied to the devices. Based on the visual analysis of the pictures received, the following was observed: the embolic coil of the galaxy g3 mini 1.5mm x 3cm was found kinked and the embolic coil of the galaxy g3 mini 1.5mm x 3cm was found kinked and stretched.